Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the pt has been investigated. The reported pre-use check failure was reproduced. The tests revealed that the (B)(4) pressure transducer, which is part of the flow measuring in the air gas module, on a printed circuit board inside the air gas module, was defective. Investigations of gas modules with similar component failure at this facility, determined that the cause of the breakage of the flow transducer is exposure of chlorine and water in the compressed air supplied to the ventilator. This failure of the (B)(4) pressure transducer leads to inaccurate air gas flow regulation, leading to failures during pre-use check and ventilation. At worst, the air module will be either closed or open during the inspiration phase, which will lead to activation of alarms from the ventilator. Compressors using rotors sealed with a continuous flow of water, if supplied with chlorinated water, may introduce chlorine into the supplied compressed air and follow the air into the ventilator. A safety alert letter was dispatched to all us users advising them of this potential problem of corrosion due to introduction of chlorine and water into the system. According to the user's manual, maximum levels of water, oil and chlorine in the supplied gases to the ventilator must not be exceeded. Measures should be taken to filter out contaminations e.g. Chlorine. The facility users a water sealed compressor system without a chlorine filter. According to our records, the facility rec'd the safety alert letter on this subject in 2007. (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. (B)(4).